Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that patient's pacemaker was again found in backup vvi mode. Restoration status, patient symptoms, and patient condition were not reported.

Event description:
New information received noted that the cause of the backup vvi mode was a firmware update.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with their pacemaker in backup vvi mode. The patient was brought into the clinic and the device was successfully reset. A generator change out was also recommended to a healthcare provider, but the procedure was declined due to the patient's "age and medical situation." Patient will instead continue to be monitored. Patient was stable after the event.